Event description:
It has been reported to philips that the flexvision monitor lost the live image. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a neurovascular diagnosis procedure, which was delayed (<20 minutes) and completed by moving the patient to another room. The philips remote service engineer (rse) examined the system remotely and confirmed the blue screen on the flexvision pc. A review of the system logfile didn¿t directly confirm the reported malfunction; however, it confirmed the erratic function of the flexvision pc. Upon functional analysis, the rse confirmed that the flexvision pc was defective. The defective flexvision pc was returned for analysis, and it concluded that 1 dimm stick was not recognized, which confirmed the ram memory failure. To resolve the issue, fse visited onsite, replaced the flexvision pc, and installed a new license for it. After the replacement of the flexvision pc and the installation of a new license, the system returned to use in good working order. The codes were updated based on the investigation outcome.